Event description:
A remstar auto aflex device was returned to a thirdparty service center for service as part of the sound abatement foam recall process with no initial alleged complaint during the evaluation of the device the service technician observed visible foam particles inside the blower kit additionally the service technician also noted error codes e53 errcomplogsemtimeout e55 errtherapyqueuefull e65 errstuckencodera and e63 errstuckknobkey and dust fail contamination the device was scrapped by the service center after the evaluation was completed